Event description:
It was reported that the external pulse generator failed the initial start up self tests. The device was turned off and the battery replaced. The device then started up and passed the self test. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.